Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump randomly shut off on. Customer's blood glucose value was unknown at the time of the incident. Customer states that grinding noises coming from insulin pump. The insulin pump will not be returned for analysis.